Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 540 mg/dl at the time of the event and 462 mg/dl at the time of the call and reported a sensor and blood glucose difference. Troubleshooting was performed and found that the customer was treated with a manual injection. The customer was not reporting symptoms as a result of blood glucose. It was unknown whether the insulin pump was used within 48 hours but the auto mode was not active at the time of the event. The sensor glucose value was 40 mg/dl and the blood glucose value was 540 mg/dl. The insulin delivery was not suspended but the customer used the steroid shots. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Event description:
Corrected summary: customer had been using the insulin pump system within 48hours of reported at the time of event.

Manufacturer narrative:
Additional information has been received regarding the patient weight changed to 235 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 235 pounds updated in a4 section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.